Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the both batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Both batteries were now taking a charge. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a daily check, performed by the customer, the battery pack failed to charge in the cardiosave intra-aortic balloon pump (iabp). The customer tried both slots and could not get the battery to take a charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a daily check, performed by the customer, the battery pack failed to charge in the cardiosave intra-aortic balloon pump (iabp). The customer tried both slots and could not get the battery to take a charge. There was no patient involvement, and no adverse event reported.